Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that since initial implant the patient had some pain in the pocket. They had switched programs on their own just to see what that would do. When they switched to program 4 they did not have any pain. They went to recharge on 2/7 and felt shocking in the pocket. They had leg pain thereafter. The healthcare professional (hcp) determined that the battery was implanted too medial. The hcp revised the pocket and moved it more lateral. The report noted that the patient had not yet recharged after the revision. The issue was resolved at the time of the report. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the shocking while recharging was unknown. With regard to the implant being to medial, the rep wrote that the physician had placed the battery where they felt appropriate and then determined it was too medial, so a pocket revision was scheduled. The patient had not called the physician's office so the rep assumed there was no further issues after the revision.